Event description:
It was reported to vyaire medical that the ventilator is giving ¿circuit disconnect¿,¿ low pip¿, ¿low ve¿ alarms. Also giving continuously flow. There was no patient involvement reported.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). D4: complete UDI# was not provided by end user. H3: 81 other - at this time, the suspect device has not been returned for evaluation. There was no patient involvement reported. Therefore, root cause has not been determined yet. H4. Device manufacturer date is unknown. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.